Manufacturer narrative:
This event occurred in (B)(6). Occupation is health professional. The test strips were requested for further investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 405012) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs plus meter serial number unknown, compared to an unknown laboratory method. The result from the meter was 5.2 inr. The result from the laboratory was 2.9 inr. The tests were within 10 to 15 minutes of each other. No dosing changes were made based off of the meter result. The patient has a therapeutic range of 2.0-3.0 inr.